Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient was sedated for an implantable pulse generator (ipg) change out procedure, indicated for normal battery depletion of the then, existing ipg. The replacement procedure and the replacement went well, with acceptable parameters on completion. The new ipg remained in use, up to the point where the patient died a few hours after the procedure.